Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that the issue has not occurred since the original occurrence. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, a frame rate error message appeared when attempting to perform a 3d image acquisition. Restarting the imaging system resolved the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.